Event description:
It was reported that the instrument tension wire was noted to be broken during a da vinci pelvic mass procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch cable was found loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. The housing was removed and the pitch cable was found loose and derailed at the clamping pulley, but no loose clamping pulley screw was found. The pitch cable was found frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following additional damages to the instrument: the instrument clamping pulley was corroded/contaminated. The evidence was inconclusive, but the damage was likely due to improper cleaning. The housing was opened to check for the caused of the loose wire, and contamination was found around the clamping pulley where the derailment of the cable. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. There were indentations at the inner edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the indentations were likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. There was a sign of char mark at the base of the grip showing minor scratches on the surface of the yaw pulley around the char mark area. The instrument passed electrical continuity testing. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.